Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this. There was no reported impact to the customer's blood glucose level, and the customer stated they felt fine. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and instructed to call back if the issue reappears, which the customer understood and acknowledged.